Event description:
Follow up.

Manufacturer narrative:
H3 other text: placeholder.

Manufacturer narrative:
The sample is available for evaluation. A follow-up report will be provided once the sample has been received and reviewed.

Event description:
Le cathéter s¿est fissuré seulement 24 heures après son installation. (The catheter cracked only 24 hours after it was installed.)